Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400624013. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the operation, the product broke in half, leaking medical solution and blood. This occurred approximately 1 hour after connecting to the line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. The received sample was visually evaluated per specification, and it was noted the valve was disassembled. Five (5) retained samples were visually and physically evaluated per specification for leakage. All samples were able to withstand the applied liquid pressure without any water leakage. The retained samples are within specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the returned sample, the reported defect is confirmed. While the defect is confirmed, an exact root cause could not be determined at this time. However, it is possible that the weld could have been weaker and then through use, it could have broken apart. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.